Event description:
The product received indicated that the 2.0x 10mm firestar balloon catheter was only 8.5mm long. During the procedure a 4.0x12 presillion stent was chosen; however, when the stent was advanced in the vessel, the physician discovered that the stent was too long. The 2.0x10mm firestar balloon catheter was measured and was found to be 8.5 mm long this led to the incorrect length measurement of the lesion; the presillion stent was exchanged for a 4.0x8mm stent. The procedure was completed successfully without any injury to the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.